Event description:
Medtronic spinal cord stimulator samsung phone and communicator used to control the stimulator frequently will not connect to the implant in body causing it to be stuck on and at high intensity causing severe shocking. Medtronic customer service agents direct to call physician who implanted device, even though the physician does not have any way to get the device to connect either. The physician does not have an ipad or controller to connect to the stimulator. When told that, medtronic says to call 911 which is ridiculous. They do not have a 24 hour support line for issues like this to talk to a tech support person. They expect the patient to deal with shocking and pain unless it's mon-fri 8-5 central time. They deflect to the physician when it's their product malfunctioning. The only way to get implant turned off is to meet company representative that can use their ipad to turn off. Two different controllers and communicators sent but did not work either. Finally, one worked. The stimulator was only a few weeks old, so there is no reason why their controllers should be malfunctioning. They know there is a problem but use a bait and switch to convince patients to get the permanent one implanted. There was no communicator needed when test trial was implanted and no problem with connecting. There is something wrong with the controllers for the permanent stimulator and they need to be recalled. The controller not connecting is a common complaint with other customers as well. How many people need to have bad problems before the FDA makes them fix this? Make medtronic show FDA their call records about these malfunctions.